Event description:
It was reported that there was no image on the 2600 system. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the analog interface pcb. The system was tested and found to be working as intended and placed back into service.